Event description:
Pt was undergoing an orif of left hip, while the fracture table was being lowered, the or spotlight, sheared off at the junction of the vertical and horizontal arm. The entire light and arm fell, crashing down, part of the arm struck the pt, then fell to floor.